Event description:
Patient reported they are contraindicated, they went to the dentist and they stated that they have a mixed dentition and skeletally narrow jaw. The patient also stated when they first started they were asked if they had any baby teeth to which they answered yes. The patient's dentist is refusing to give a letter of recommendation. The dentist informed the patient by having a baby tooth alone they should not of had aligner treatment. The patient now has a lot of issues like broken teeth. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.